Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the mfc-to-cprd connector was returned for evaluation. The returned cprd connector had a damaged pin. The cprd connector was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
No UDI justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 66-year-old female patient, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.